Event description:
It was reported that the central nurse's station (cns) automatically discharged a transmitter being monitored on it. No patient harm was reported.

Manufacturer narrative:
Details of complaint: it was reported that the central nurse's station (cns) automatically discharged a transmitter being monitored on it. No patient harm was reported. Investigation summary: the overall risk score is medium. The device was not returned for physical evaluation and functional analysis. A serial number review revealed 1 complaint related to the reported issue. Ticket 56170 reported the same issue on the same sn. The root cause for this ticket could not be determined as nkc was not able to duplicate the device. This ticket (B)(4) was created due to a second occurrence. Due to the age of this complaint, additional information cannot be made available. The nkc engineer was not able to duplicate the issue. The root cause cannot be determined. Further review reveals no further reported issues from the customer with the same issue. The most likely root cause would be user workflow related, as complaints for this issue ceased and there was no resolution from nka or nkc. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: transmitter: model #: ni. Serial #: ni. Bsm: model #: ni. Serial #: ni. Org: model #: ni. Serial #: ni.

Manufacturer narrative:
It was reported that the central nurse's station (cns) automatically discharged a transmitter being monitored on it. No patient harm was reported. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being used in conjunction with the cns. Transmitter (sn# unknown). Org (sn# unknown). Bedside (sn# unknown).

Event description:
It was reported that the central nurse's station (cns) automatically discharged a transmitter being monitored on it. No patient harm was reported.